Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and completed other unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the reported issue was due to filter, designator fl29. Fl29 was cracked and this failure would impact the positive portion of the waveform.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the service light being present and event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a failure that would impact shock therapy by affecting the positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level.